Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2014. Approximately 7 years and 4 months after the initial procedure the patient had a left hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2022. Diagnosis: failed left hip, mechanical failure, osteolysis, femur orif the patient developed early mechanical failure of her left hip replacement bearing with polyethylene and metal particle wear associated periprosthetic osteolysis. A large, hardened and loculated pseudotumor was encountered projecting from the posterolateral trochanter. A sample was cut and histiocytic reaction to foreign body, consistent with metallosis and polyethylene-induced adverse local tissue reaction. A comminuted spiral fracture of the proximal femur was sustained. Sterile dressings were applied. The patient was awakened and transferred to the post-anesthesia care unit in good condition.

Manufacturer narrative:
D10: concomitants: 2509168, 142-32-03 - cocr fem head 32mm +3.5 offset 12/14. 3694828, 164-13-11 - novation element ro s/o col sz 11. 3718138, 186-01-54 - integrip cc, cluster 54mm, g2. 3787810, 120-65-20 - bone screw 6.5mm dia x 20mm long. 3787811, 120-65-20 - bone screw 6.5mm dia x 20mm long. Pending investigation.